Event description:
The pt is reportedly experiencing intermittencies with the device. The external equipment was replaced and programming adjustments were made, however the problem was not resolved. Testing performed by the center confirmed that the device was not functioning. Surgery to explant the pt's device will be scheduled.